Event description:
It was reported that upon reviewing remote transmission strips, far-field p-wave oversensing on the ventricular channel was noted. Patient was asymptomatic. Programming changes were recommended. Device remains implanted.